Manufacturer narrative:
This report is being filed on an international product list 4j27, that has a similar us product distributed in the us list 2p36. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process

Event description:
The account generated (B)(6) or discrepant architect hiv ag/ab combo results on several samples. Patient 1 generated architect hiv ag/ab combo (B)(6) ((B)(6) (B)(6) 2018 and (B)(6) (B)(6) 2018), roche cobas (B)(6), western blot (B)(6) and abbott viral load (B)(6). Patient 1 is a known (B)(6) patient born (B)(6), no gender provided. The patient had similar testing history in 2016 and the patient is taking (B)(6). Patient 2 generated architect hiv ag/ab combo (B)(6) ((B)(6) (B)(6) 2018, sid (B)(6) and (B)(6) (B)(6) 2018, sid (B)(6)) but roche cobas (B)(6) and immunoblot (B)(6). Patient 3 generated architect hiv ag/ab combo (B)(6) ((B)(6) (B)(6) 2018) but roche cobas (B)(6). No blot testing was performed. Patient 4 generated architect hiv ag/ab combo (B)(6) but roche cobas (B)(6) and western blot (B)(6). Viral load is pending. Patient 5 generated architect hiv ag/ab combo (B)(6) but roche cobas (B)(6) and western blot (B)(6). Viral load is pending. No specific patient information was provided for patient 2, 3, 4 or 5. No impact to patient management was reported.

Manufacturer narrative:
During the product evaluation it was determined that patient 4 and patient 5 were hiv as negative after further testing was performed. One return specimen from the customer was received for evaluation. The returned specimen, sample ID (B)(6) was tested with a retained reagent kit of architect hiv ag/ab combo reagent lot 82376li00 and a non-reactive result was obtained (0.26 s/co). Reagent lot 79193li00 could not be used for testing as it was expired when the sample was received. Further reference testing of the sample was performed: an indeterminate result on the hiv-1 specific western blot new lav blot I test was obtained, following bands were identified: p55 (gag), p24/25 (gag), p18,17 very weak (gag). An indeterminate result was also obtained on the hiv-2 specific western blot new lav blot ii, one band at p26 (gag) was identified. The specimen caused a non-reactive result on the innotest hiv ag mab test (0.038, cut-off = 0.119). Further the specimen resulted non-reactive with the prism hiv ag/ab combo assay, as alternate screening assay (0.68 s/co, cut-off = 1.00 s/co). Therefore, the sample was considered as not false non-reactive with the architect hiv ag/ab combo assay. Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained reagent kit of lot number 79193li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the reagent lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv test results provided by the manufacturer. The reagent detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. A review of the product labeling has concluded that the issue is sufficiently addressed. The field data was used to evaluate the median per architect hiv ag/ab combo reagent lot tested in the timeframe 11-feb-2018 to 11-aug-2018. Median for all lots were within established limits indicating that the lots are performing acceptably in the field. No product deficiency was identified.